Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, vessel abrupt closure was noted. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald class iiib) as well as elevated biomarkers indicating ischemia prior to the procedure. The patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm ng promus stent with 0% residual stenosis. The patient was discharged on aspirin and ticagrelor. The core lab reported the presence of abrupt closure on the post-procedure angiography. The site did not report any additional treatment.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).